Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an increase in pace impedance measurements was noted via remote monitoring when it come to this right ventricular lead. The values were out of range in the bipolar configuration thus the device was reprogrammed to the unipolar configuration, and values had decreased and were no longer out of range. An x-ray did not reveal a fracture of the rv lead, but extensive calcification was noted. No adverse patient effects were reported.

Event description:
It was reported that an increase in pace impedance measurements was noted via remote monitoring when it come to this right ventricular lead. The values were out of range in the bipolar configuration thus the device was reprogrammed to the unipolar configuration, and values had decreased and were no longer out of range. An x-ray did not reveal a fracture of the rv lead, but extensive calcification was noted. No adverse patient effects were reported. The device was programmed rv/left ventricular unipolar pacing with normal pace impedance measurements noted on both channels.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.